Manufacturer narrative:
The complaint states the patient, was subjected to a left hip arthroplasty in (B)(6) on date(B)(6) 2009. Due to wear of the prothesis and release of co ions in blood it was necessary a revision surgery. The revision was done on (B)(6) 2011. A review of complaint databases and manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. **addendum added 10 jan 2016** the complaint was reopened as medical records were received. Medical records received. After review of the medical records for MDR reportability, there is no new information that would change the existing MDR decision. The medical records were reviewed by bioengineering in comact-465849 which states review of the available medical records confirmed that the patient received depuy products of which none contain cobalt. The cause of the increase in co ion levels is unknown. It was noted that the patient had an acetabular fracture prior to receiving the hip replacement which was treated with a fixation plate and screws. The conclusion remains unchanged. The complaint shall be closed with an undetermined conclusion; depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Due to wear of the prothesis and release of co ions in blood it was necessary a revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 21-nov-2016: medical records received. After review of the medical records for MDR reportability, there is no new information that would change the existing MDR decision.